Event description:
Procedure: wedge/segmental resection. According to the reporter: bleeding occurred one week after the surgery which resulted in a second procedure.

Manufacturer narrative:
Tracking number: (B)(4) . Initial report sent to FDA on (B)(6) 2010.